Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during the cataract surgery with intraocular lens (iol) implant procedure, a lens was identified with a fractured haptic in the right eye. The defective lens was explanted and replaced with company lens during the initial procedure. The surgery was completed on the same day. There was nofurther impact to the patient. Additional information has been requested however no further information available.